Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: confirmed failure: pi number: 3901752, art.no. 1788-010-000i / sn: (B)(6), customer comments: device restarts from time to time. Faults found: after several hours of testing, the failure couldn't be reproduced. Failure code: na. Action taken: software update to the latest version installed. Final inspection performed. Tests: function test, qip12108 rev. A, result: all test passed. Item has been sent back to the customer. Probable root cause: - faulty solder joints in video path, - faulty prism board or connectors, - faulty xboard or ch cable connectors, - break in ch cable core, - faulty hdmi cable, - faulty ccu power supply, - internal ccu cable failure - power and/or communication, - improper/no fuse installed, - ac inlet board, - main board - video processor, - digital board - fpga, - transition board - coax connector, - electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, - poor system grounding, - improper ccu timing. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.